Manufacturer narrative:
It was identified that the device was not passing the electrical safety test due to a broken/damaged power cord.

Event description:
It was reported that the device does not pass the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device does not pass the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.